Event description:
A report was received that the patient was experiencing discomfort due to the location of the ipg. The patient underwent an ipg revision procedure and was doing well postoperatively.